Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4: g3; h2; h3; h6. Visual examination of the returned product identified signs of repeated use in the form of nicks and gouges, with a post feature found to be fractured off. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Medical records were not provided. The device has a potential field age of over 10 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the metal tip of the alignment handle broke off. There was no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.